Event description:
The consumer indicated she used a liner and developed a rash which created lesions. She visited her doctor who recommended she visit a specialist. She plans to visit a specialist and discontinue usage of the product.